Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose of 52 mg/dl and did not receive an alert even though the low threshold was set to 70 mg/dl. Customer declined troubleshooting for the low blood glucose. Nothing further was reported.